Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the jaw was not fully closed and could not hold the tissue. They replaced the device with a new one to complete the case. There was no patient injury.